Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, repeated 23069 and 23068 errors occurred. A technical service engineer (tse) explained that the errors were coming from arm #4 . Tse advised to power cycle the system which may resolve the issue. Tse explained the error may only occur while using arm 4. The procedure was converted to open with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The unit was returned for error 23069 and 23068. The error was confirmed and replicated. The unit was tested on an in-house system normal mode with no related errors. The unit was also tested on patient side cart fixture test platform (pftp) where 23069 was replicated during pitch characterization. A gold pitch was installed, and the unit passed pitch characterization. .